Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b5- summary: analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device discarded: (4115/213/3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Per clinical department, ¿they have been having recurrent issues with the vasoview hemopro 2 system that are used to endoscopically harvest the saphenous vein in their CABG procedures. The cauterization tips are getting stuck and not releasing after cauterization.¿ device was used on vein branches and fascia. Patient is in stable condition. No injury to patient. They did not realize there is a poly fuse in the device and is a relatively new user as well. They did engage the energy for over 30 seconds and it did not work. So they thought it was sticking and not working. They opened a new device to complete the case.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Per clinical department, ¿they have been having recurrent issues with the vasoview hemopro 2 system that are used to endoscopically harvest the saphenous vein in their CABG procedures. The cauterization tips are getting stuck and not releasing after cauterization.¿ device was used on vein branches and fascia. Patient is in stable condition.